Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeu1150 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during the insertion procedure using the 21g introducer needle of the powerpicc kit, the insertion procedure failed. Therefore, the insertion procedure was performed using the guidewire of the groshong catheter kit. The doctor felt strangeness with the needle tip, and when he tried to remove only the guidewire from the introducer needle, the guidewire was broken. Approximately 1 cm of the guidewire segment remained into the patient's vessel and subcutaneously. The health injury to the patient was unknown.